Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported difficulty to advance was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty advancing the catheter over the guide wire include, but are not limited to, inner diameter of the catheter, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire which likely led to the observed damages to the polymer coating and observed bent in the core. The observed scratched teflon coating was not reported and likely occurred due to interaction with the torque device being tight against the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient had an occlusion in the pedal area. The ht command 14 st 300 was advanced to dorsalis pedis artery, and the wire crossed the occlusion. A non-abbott 2.5 x 200 mm balloon dilatation catheter was advanced over the command wire until it reached 3-4 cm before the tip of the wire. At this point the physician felt resistance and had difficulty in maneuvering the wire. The command wire was exchanged for a non-abbott guide wire with no problem. The procedure was successfully finished. There were no adverse patient effect and no clinically significant delay in the procedure. The returned device was broken at the distal solder ball. The customer believes that the observed damage occurred during the procedure and this was causing the resistance felt during advancement. It was thought that it was somehow caused by the interaction between the command wire and the 2.5 x 200 mm non-abbott balloon dilatation catheter. No additional information was provided.